Event description:
Staff opened major basin pack and noticed black smudges on multiple sponges in the 10-pack. This was noted on two of the same major basin packs within the same week. Manufacturer response for general surgery tray, cardinal health (per site reporter). Unknown-- was given to rep.